Manufacturer narrative:
One catheter without any attached components was returned for evaluation. The balloon was found to be ruptured and missing between the distal and proximal windings. The ruptured edge of the latex was not able to match up. No visible damage to the balloon windings or catheter body was observed. The through lumen was patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that balloon did not inflate before use. There were no patient complications reported.